Event description:
It was reported that the lead had dislodged. It was identified the issue with the lead, tissue in the helix causing failure of apposition to the endocardium and thus poor sensing and threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.